Manufacturer narrative:
It should be noted that the explantation date (unknown) has been selected as (B)(6) 2019. Please refer to the attached analysis report. - attachment: [20190510 - file-2019-01131 - analysis_and_closure_report_resp-2019-00548.pdf].

Event description:
Reportedly, the pacemaker, the atrial and the ventricular leads were explanted due to infection. The date of explant is unknown. Preliminary analysis revealed that the subject device has been sterilized and released according to all applicable procedures.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the pacemaker, the atrial and the ventricular leads were explanted due to infection. The date of explant is unknown. Preliminary analysis revealed that the subject device has been sterilized and released according to all applicable procedures.